Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present.the device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Event description:
It was reported by the affiliate that during a thoracic procedure, there were difficulties to open the device. The surgeon placed the first green reload in the device (ecr60g) and after the first stapling, the device would not open. The device was not fired next to an existing staple line. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.